Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 02, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral and IV antibiotics (specific date and duration not reported). The patient was hospitalized for the IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023 and there are no plans to reimplant the patient with a new device as of the date of this report.